Event description:
It is reported that in (B)(6) 2011, pt was implanted on the right side with a cementless hip prosthesis and is part of a clinical study. It is also reported that pt experienced trochanter pain and bursitis (inflammation). No revision surgery was performed, neither a revision surgery was/is planned. The devices are still in vivo.

Manufacturer narrative:
The manufacturer did not receive devices as the pt has not been revised. Two x-rays (taken on (B)(4) 2012), operative and immediate postoperative reports were submitted for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).